Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on keypad traces. The pump was inspected and no trace of moisture damage was found on the electronic/motor assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of a button error from the insulin pump. The customer's blood glucose reading was 142 mg/dl. The customer stated that the numbers on the pump were not ramping on their own. The customer stated that the buttons on his pump were getting hard to change. The customer stated that the act, up and down buttons was unresponsive. The customer mentioned fog underneath the lcd screen. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.